Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The voltage test passed. Global transmitter functional test: pass. Nordic bluetooth pairing test: pass. Share log review confirmed the reported event of loss of connection in the log. The patient's complaint was confirmed because there were loss of connection gaps present on the log. The reported event of loss of connection was confirmed. The root cause could not be determined.